Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and postlaminectomy pain. It was reported that the patient was having issues that were suspected to be meningitis. The healthcare professional (hcp) suspects that there's a possible granuloma at the catheter tip. The cause of the granuloma and meningitis was unknown. A catheter access and dye study were planned for (B)(6) 2017. It was reported that the patient has an unknown infection that is possibly meningitis, but the patient refused a spinal tap to confirm. Saline was to be put in the pump and set it to minimum rate and check the catheter. No interventions or actions were taken at the time of the report. The issue was not resolved at the time of the report. The patient's status at the time of the report was unknown. No further complications were anticipated/reported.